Event description:
The customer reported getting a recurrent defib failure cycle power error 1000.

Manufacturer narrative:
The customer reported getting a recurrent defib failure cycle power error 1000. A philips field service engineer evaluated the device at the customer site, and confirmed the issue. Replacing the control pca resolved the problem.